Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The event occurred at (B)(6) hospital in (B)(6). A correlation between the device and the reported event could not be conclusively determined. The account reported that a bulge was identified at the percutaneous lead exit site and a ventral hernia was subsequently confirmed through a CT scan. According to the account, the main cause was thought to be elevated abdominal pressure due to the patient's weight gain. A cerclage was conducted. The instructions for use and the patient handbook provide information regarding how to care for the exit site and percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was bulging at the driveline exit site. A ventral hernia was confirmed via CT scan. The main cause was suspected to be due to an elevation of abdominal pressure due to the patient's weight gain. On (B)(6) 2016, ventral hernia repair was conducted. No further information was provided.